Event description:
Device used for g-tube feeding ran slower than the rate set. Pt did not receive the correct amount of nutrition and subsequently lost 20 pounds. Event was ongoing from, 2002 to 2 months later, feeding was started on 1st shift. An unk amount of feeding solution was hung and the pump was set to deliver 155 ml/hr. No additional formula was hung on 2nd shift because quite a bit of formula remained and the person assumed a new bag had been hung. On 3rd shift, more formula (amount unk) was hung. One pt involved.